Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the art-line needle detached from the rest of the device. The anesthesia tech could get the wire and detached needle from the patient's radial artery. There was no patient injury or consequence. The patient's condition is reported as fine. Therapy was reported to be delayed.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing the complaint sample. The first photo shows an ra catheterization device with the needle cannula separated from the needle hub. The device shows evidence of use and the guide wire appears undamaged. The second photo shows the product lid stock. A probable cause of the needle cannula separating from the needle hub cannot be determined from the photos and without the sample to evaluate. A device history record review was performed on the ra device and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product gives instructions for the user on proper technique for catheter insertion. The IFU cautions the user "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture." The report that the arterial needle separated from the device was confirmed through examination of the customer supplied photo. The image showed the separated needle cannula; however, the actual complaint sample was not returned for evaluation. (Con't) other remarks: the device history records for the ra catheterization device were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the needle cannula separation could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the art-line needle detached from the rest of the device. The anesthesia tech could get the wire and detached needle from the patient's radial artery. There was no patient injury or consequence. The patient's condition is reported as fine. Therapy was reported to be delayed.